Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient called because their blood glucose levels were elevated. The patient, new to the pump, explained that during their first infusion set change earlier in the day, they did not prime the teflon 6 mm infusion set before applying it, which resulted in rising glucose levels. Prior to calling, the patient performed another infusion set change, properly primed the set, and confirmed that insulin therapy had resumed. At the time of the call, the patient¿s blood glucose remained high. The patient completed the blood glucose questionnaire, reporting that their levels were affected, with elevated readings lasting approximately eight hours. The patient did not use back-up therapy, did not test for ketones, had not received steroid injections, and did not require professional medical intervention or other assistance. No immediate health effects were reported, and insulin had not been suspended through the device. The agent advised the patient to drink fluids and walk around their home if able, and recommended monitoring glucose levels over the next two to three hours. The agent informed the patient that, because levels were significantly elevated, the device might dose more aggressively to return glucose to range, and advised being prepared for potential overcorrection. The patient was instructed to call back if glucose levels remained out of range or were not trending appropriately after several hours. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.